Event description:
The manufacturer received information alleging a pressure delivery issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.